Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes, product code: xwpdp9262t batch: unk; product code: pdp339h batch: unk.

Event description:
It was reported that a patient underwent a laparotomy procedure for an aortic-bifemoral-bypass on an unknown date and suture was used. On the 3rd postoperative day, the patient developed abdominal pain and turbid fluid appeared from the would caused by a skin and fascial dehiscence in the caudal part of the laparotomy wound. The patient was re-operated and in the caudal 10cm of the fascia the suture tore through the fascia. The knot and the suture were intact. The fascia was sutured again and mesh was placed. The following postoperative course was uneventful. The patient was able to be discharged on the 7th postoperative day and is now doing fine.